Manufacturer narrative:
Based on the claim against the product by the customer noting that a clip on the large hem-o-lok clip applier instrument was not staying, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to the primary failure of bent grip to be related to the customer reported complaint. The instrument was found to have a bent grip and the tip does not align with the other grip. As a result of the bent grip the clip would not stay. The complaint regarding clip application issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of bent grips with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the operating room (or) staff stated that a large hem-o-lok clip applier instrument clip is not staying. The procedure outcome is unknown at this time. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.